Manufacturer narrative:
(B)(4).

Event description:
The customer complained of questionable gluc3 glucose hk results for two patients. The results from both patient samples are a reportable malfunction. The customer stated that service had been dispatched several times over the past 2 months for similar issues. For patient 1 the initial glucose result was 47 mg/dl. The sample was repeated on another cobas 8000 c 702 module (analyzer b) with a result of 85 mg/dl. The sample was then repeated on the original analyzer with a result of 84 mg/dl. For patient 2 the initial glucose result was 41 mg/dl. The sample was then repeated on the original analyzer with a result of 70 mg/dl. The sample was also repeated on analyzer b with a result of 69 mg/dl. Patient 2 is a (B)(6) year old male with a date of birth of (B)(6) 1970. The repeat results from analyzer b are deemed to be correct. The initial results were not reported outside of the laboratory. There were no adverse events. The initial results were from samples processed by a modular pre-analytics system. The repeat testing was from samples that were manually loaded onto the analyzer. The gluc3 glucose hk reagent lot was 22233701 with an expiration date of 31-may-2018. The field engineering specialist found a mechanical failure in the cell rinse tubing. He replaced all the cell rinse tubing. The customer ran calibration and qc all which passed. A complaint trend was performed for the cell rinse tubing part number and no abnormal trends were identified. A historical query for the last 12 months for this customer site was performed and no past escalated complaints of this nature on any like instruments were found.

Manufacturer narrative:
The customer stated that they have not experienced any further issues.